Event description:
Baxter product surveillance received a report from a nurse via the baxter clinical helpline to report the minicaps falling off from the transfer set. The patient had the minicap placed in 2006, and the minicap had fallen off his transfer set 3 days later. The patient had not yet begun peritoneal dialysis. The patient came to the clinic 4 days later, where the line was flushed, and a new line and minicap were placed. There was no patient injury or medical intervention associated with this incient.

Manufacturer narrative:
Samples were not available for analysis; therefore, the lab was not able to confirm the reported event. There are no further measures taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.